Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11/14/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 10/27/2017 with the following findings: a review of the black box showed partially discharged batteries being installed resulting in a replace battery alarm. The battery cap was not returned. A test battery cap was used for testing, and successfully attached and powered on the pump. The current draws were within specifications. The pump was opened to find no evidence of moisture or loose components. The battery life issue was not duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked on the side from the threads to the cover.